Event description:
The customer reported that he was hospitalized for a high blood glucose of over 500 mg/dl. The customer stated that he had given himself two boluses of 20 units of insulin each, within two hours. The customer stated his blood glucose remained high and he went to the hospital, where he remained until (B)(6) 2014. The customer stated that leading up to the hospital visit, he was dry heaving. He was treated with intravenous insulin. The customer further stated he was unable to hold down food, due to ketones, and was given medication for nausea. The customer was wearing the insulin pump at the time of hospitalization, but the staff at the hospital removed it when he arrived. According to the doctor, the customer stated, there was a kink in the line. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.